Event description:
It was reported that during an arthroscopic shoulder procedure using a quantum 2 controller, the controller did not register or activate the wand upon connection. A second wand of the same time was opened and connected, however, this provided the same results. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.